Event description:
It was reported that the ventilator had no flow. The customer found this ventilator in a back room with a note on it stating "no flow". The customer thinks that no patient was involved since there was no incident report on this ventilator.